Event description:
Reporting status: serious injury- medical intervention/permanent damage. Reporting rationale: dislodged stent compressed in unintended site. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the pda, with moderate tortuosity. The lesion was pre-dilated with a 2.25 x 15 mm voyager. Three separate attempts were made to cross with the 2.5 x 18 mm promus, but all were unsuccessful. An attempt was made to remove the promus delivery system through the guide catheter, but was unsuccessful. The stent became dislodged in the proximal rca. A 3.0 x 23 mm promus stent was used to compress the dislodged stent against the vessel wall. There were no further attempts to treat the target lesion. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
.